Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that after two unrelated surgeries the patient¿s ipg was unable to communicate and their pain had returned. Representative confirmed the programs were all deleted. Cp logs successfully recovered the ipg and communication was established.